Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Troubleshooting also found that there was not a green light on the front panel. The replacement of two fuses resolved the issue. Testing revealed that all systems were found to function as expected. The system then passed the system checkout and was found to be fully functional. Replaced fuses were discarded by the site.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) would not turn on. There was no patient present when this issue was observed.